Manufacturer narrative:
Concomitant medical products-alinity ci-series system software ln # (B)(4). Correction/removal number: 3016438761-07/30/21-002-c. Further investigation into this issue noted that the ict waste tubing was crimped and torn, may potentially cause issues such as damaged connector or leaking connection. A product correction letter was issued on 26jul2021 to all customers with installed alinity ci- series system control module (scm) notifying them of these issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series scm to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported that ict drain tip tubing became disconnected from the connector while performing monthly maintenance on the alinity c processing module. During site visit, the field service representative noted that ict waste tubing was crimped, torn, and leaking, which was replaced, performed maintenance and replacement resolved the issue. There was no impact to patient management and no exposure or harm to user was reported.